Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was reported that patient got sepsis and died and was brought back but had memory loss. It was noted that the uti caused sepsis. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had sepsis and almost died in 2017, about 7 months before the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on may 23rd reported the sepsis was not related the patient¿s interstim device/therapy. The hcp stated they did not treat the patient for the sepsis. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on may 23rd reported the sepsis was not related the patient¿s interstim device/therapy. The hcp stated they did not treat the patient for the sepsis. The patient was seen in the office on (B)(6) 2017 for a urinalysis and symptoms of acute cystitis with hematuria and the patient was give treatment for bactrim along with culture and sensitivity. The patient¿s daughter call the hcp five days later to inform the hcp the patient¿s symptoms had worsened. The hcp stated the patient possibly relocating upstate with the daughter and once they got upstate the patient was taken to the emergency room and admitted. There were no further complications that have been reported as a result of this event.